Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no issues were found during the check. A technical support specialist then reviewed the system logs on the affected station and observed multiple service control manager errors indicating that the connected devices platform service had terminated with an unspecified error. The tss verified that customer reported time or date discrepancy was automatically corrected by windows. The device communication issue was fully resolved, and the customer confirmed that the system was functioning normally. No further incidents observed. The system functioned as intended after the technical support specialist diagnosed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower device was not communicating and the screen became black. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.